Manufacturer narrative:
This record is no longer reportable to the FDA, there was no rupture. This is a no complaint against the device.

Event description:
There is no rupture against the device. This is a no complaint against the device. This record is no longer reportable to the FDA.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19/apr/2024.

Event description:
There is no rupture against the device. This is a no complaint against the device. This record is no longer reportable to the FDA.